Event description:
The handheld was received without an ac adapter and serial cable. The site wanted to keep the cords. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported to our consultant by a vns programming physicians office that they had a handheld computer that was having issues staying on. The battery cover would not stay on and wouldn't latch. It was possibly caused by user mishandling but not confirmed. Good faith attempts are underway to have the handheld computer returned for analysis.